Manufacturer narrative:
Report source: other: health canada adverse incident report reference no 189949; submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a tension-free vaginal tape (tvt) lynx procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, the patient experienced too much pain in which penetration for her was impossible and needle-like was felt in the bottom. Subsequently, pain in the hip and groin limited the patient's movements enormously. Also, the patient had incontinence.